Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: h3, h4, h6- no definitive root cause was able to be determined as the circumstances surrounding the complaint are unknown. During the investigation no unidentified product design/manufacturing issues or discrepancies were observed that may have contributed to the complaint condition. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Due to the trend with the broken ria 2 reamer heads identified during post market surveillance, was raised to determine the root cause of broken head breakages. Additionally, the field safety notice fsn and pie were initiated to define any further action related to the breakage. A mre could not be performed as the lot number could not be determined. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional product code: hrx. Reporter is a synthes employee. A product investigation was competed: visual inspection performed showed the flanges of the ria 2 has broken off. The broken pieces were not returned as there embedded in patient as stated in complaint description. No other issues were noted. A dimensional inspection was not performed due to post manufactured damages and an accurate dimensional inspection could not be obtained due to broken condition of the flanges. The relevant drawings were reviewed. Based on the review of the above drawings, no design issues contributing to relevant complaint condition were identified. No definitive root cause was able to be determined as the circumstances surrounding the complaint are unknown. During the investigation no unidentified product design/manufacturing issues or discrepancies were observed that may have contributed to the complaint condition. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2021, during a procedure, the ria 2 bone harvesting kit was broken during use in surgery. The reamer head became detached from the drive shaft. This resulted in fragment left inside the femur canal. The procedure was successfully completed with a five (5) minute surgical delay. Patient status is satisfactory. When the devices were returned, it was noted the reamer head was also broken. This report is for a reamer head. This is report 2 of 2 for (B)(4).